Event description:
Allegedly one month after operation, dislocation has occurred. Loosening was found between outer cup and ring. Revision surgery was done, and allegedly the surgeon found out the loosening between outer cup and ring.